Manufacturer narrative:
Corrected field: d4 annex to correct the UDI# (B)(4) information previously submitted to the correct UDI#: (B)(4) for model#: gif-hq190 and item code: n3802940. Corrected field: g3 annex is being updated to correct the september 22, 2024; awareness date previously submitted. The correct awareness date should have been august 22, 2024. This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 12 years since the subject device was manufactured. Based on the results of the investigation, the foreign material was possibly not removed since the cleaning brush was not inserted and the reprocessing was not conducted properly. The identification and the root cause of the reported malfunction could not be established. The event can be detected/prevented by following the instructions for use which state: labeling. The event can be detected and prevented in accordance with the following IFU. IFU states that detection method in gif/cf/pcf-190 series operation manual chapter 3 preparation and inspection. IFU states that preventive measure in gif/cf/pcf-190 series reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.

Event description:
During the device evaluation, the gastrointestinal videoscope exhibited foreign material clogging the biopsy channel. There were no reports of patient involvement.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.